Event description:
The advocate called for help with the customer's breeze2 meter. While troubleshooting, she performed control tests and received a result of "lo". The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.